Event description:
It was reported that the screen on the customer's insulin pump was cracked, broken at the bottom, and there was a black blob inside. It was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.